Manufacturer narrative:
A ge service representative performed an on site investigation. The customer chose not to repair the system.

Event description:
The customer reported the system's communication board was non functional. No report of patient injury.